Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire mbf broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken do not show damage. The complaint regarding the conductor wire was confirmed by failure analysis. Common causes of broken instrument conductor wire - bipolar are attributed to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the maryland bipolar forceps had broken conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the maryland bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing out of the ordinary noticed. The issue was first observed intraoperatively. There was no loss of cautery associated with the reported issue and no signs of thermal damage. When asked if arcing was observed the initial reporter stated it was unknown. There were no instrument collisions. The procedure was completed with a backup instrument. No fragment fell inside the patient.